Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached premature eol status approximately one year after implant. The device has reverted to 'storage' mode and no therapy was available.